Manufacturer narrative:
Additional information: d9, h3, h6. Correction/additional information: a1: patient identifier (patient initials were not known/reported), b5, d10, and f10/h6 (medical device problem codes). B5: update "additionally, there was also a disconnection between the patient connector of the transfer set and the titanium adapter. During an unspecified process step, it was observed that the dark blue female connector unthreaded from the main body. Also, the patient connector of the transfer set disconnected from the titanium adapter while the patient was taking a shower. To resolve this issue, the transfer set was replaced, and the patient received prophylactic antibiotics." To the following: "it was further reported that while trying to remove the cap, the dark blue adapter (female connector) came loose or unglued from main twist clamp hub. The dark blue adapter kept turning as they were trying to remove the cap. To resolve this issue, the transfer set was replaced." F10/h6: medical device problem codes: add a1204. H10: the device was received for evaluation with a minicap attached to the female connector. A visual inspection using the naked eye and magnification noted the female connector was separated from the main body. Functional testing including leak, clear passage, clamp function testing, and integrity testing between patient adapter and in-lab titanium adapter were performed with no issues noted. The connection between the minicap and transfer set was performed with no issues noted. The reported separation between the female connector and main body was verified. The cause of the condition was due to inadequate solvent application during manufacturing. A nonconformance has been opened to address the separation issue. The reported difficulty removing the female connector from the cap was not verified during testing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a peritoneal dialysis (pd) transfer set. Additionally, there was also a disconnection between the patient connector of the transfer set and the titanium adapter. During an unspecified process step, it was observed that the dark blue female connector unthreaded from the main body. Also, the patient connector of the transfer set disconnected from the titanium adapter while the patient was taking a shower. To resolve this issue, the transfer set was replaced, and the patient received prophylactic antibiotics. There was no patient injury or medical intervention associated with this event. No additional information is available.